Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left circumflex artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 12 atmospheres, the balloon failed to expand and when the pressure was increased to 14 atmospheres for 10 seconds during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.50x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.